Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press the center button harder for the insulin pump to respond. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was not keeping connection to the meters and had to reconnect at least once a week. The customer reported that they had to change batteries more frequently than used to. The device will not be returned for analysis.